Event description:
It was reported by the patient that the battery of the pump ran out quickly, requiring constant charging and resulting in occasional disconnection from the pump due to the need for mobility. There were also issues with the continuous glucose monitor (cgm), which often lost connection, and the screen was scratched. Additionally, difficulties arose with new cartridges not being accepted by the pump, leading to wasted insulin and supplies. There was no adverse impact to the customer¿s blood glucose level reported in the documentation. The patient declined further follow-up with customer technical support at this time, and the renewal process was underway to potentially address these challenges.